Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched." It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.